Event description:
A malfunction was reported on a customer's pump with a malfunction code displayed as malf 12. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, which solved the issue, and instructed the customer to call back if the malfunction recurred. The customer acknowledged and understood the guidance.